Event description:
It was reported that the radiofrequency programmer head was returned for repair. Follow-up determined that the head was one of two returned for either a cut cable or telemetry issues (no green lights). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis determined that the radiofrequency head cable had two areas that have poke marks and that the connector was missing the red location dot. The programmer head failed its e-field immunity amplitude test. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was returned for repair. Follow-up determined that the head was one of two returned for either a cut cable or telemetry issues (no green lights). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.